Event description:
Medtronic received information that charge/battery lasts less than expected, low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0d pump monitored for several days. Unit received with all operating currents within spec and displacement test. No unexpected low battery alarm anomalies noted. Pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.